Manufacturer narrative:
Hospital retained device.

Event description:
It was reported that an oasys polyaxial screw tulip disengaged on the left side post-operatively. Revision surgery was performed to replace the screw.

Manufacturer narrative:
Visual inspection: the screw was returned with the shank disengaged from the tulip. The tulip was still attached to the rod with a blocker. The blocker did not appear to be overtightened in the tulip. There was deformation on the bottom of one side of the tulip, as well as one side of the shank bulb, indicating the tulip disengaged while angulated in that direction. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. The construct design ending at t1 with c7 being skipped can cause a moment arm at the point of the junction. This may cause additional loading on the bottom most screws. As the bottom most screw was a medial biased screw with directional range of angulation, this additional loading most likely caused the screw to max out its angulation as seen by the deformation on the bottom of the tulip in one direction. This additional loading most likely contributed to the rod slipping on the other side as well. Additionally, other factors such as patient activity level, patient weight and blocker undertightening may have also contributed to the loads put onto the bottom most screws.

Event description:
It was reported that an oasys polyaxial screw tulip disengaged on the left side post-operatively. Revision surgery was performed to replace the screw.